Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4).

Manufacturer narrative:
Manufacturing site: (B)(4). The fubuki catheter was returned for evaluation. The returned fubuki was curved for about 17cm. The shaft polymer was split at about 17cm from the tip, exposing the braid tube that was found stretched, but unfractured. At about 19cm from the tip, the shaft was bent and crushed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience was received from this lot. Based on the obtained information and investigation outcome, it was presumed that failure to deliver wires through the fubuki catheter was most likely attributed to the tortuous bifurcation at the aorta and subclavian artery. Bending stress generated with wire delivery would be localized and made the catheter shaft become kinked. Further applied stress generated with wire manipulation caused perforation of the shaft, damaging the kinked shaft. Tensile stress generated with removal likely tor the damaged part of the shaft. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that fragment(s) of the shaft polymer could be left in the patient. Instructions for use (IFU) states: warnings: do not insert the guide wire by force or advance it rapidly when this catheter is bent or twisted. (The guide wire may cause perforation or damage of this catheter, or result in blood vessel damage. Warnings: when applying torque manipulation to this catheter that is placed along the tortuous course of the vessel, take extra care and handle with caution because the manipulation may lead to kinking or the like of this catheter, and may result in damage of the blood vessel or damage to this catheter, and malfunctions and adverse effects: damage.

Event description:
It was reported that coil embolization was performed to treat subarachnoid hemorrhage. An asahi fubuki catheter was used to deliver a non-asahi inner catheter down the left common carotid artery. A non-asahi 0.035 inch guide wire and 4 fr. Cerulean catheter were then delivered to lead a cerulean ddg catheter when resistance was met with fubuki located at the bifurcation of the aorta and the subclavian artery. The 0.035 inch guide wire was further pushed when it perforated the shaft of fubuki. The guide wire was then exchanged to a stiffer wire, however, it also failed to go advance. Angiogram confirmed leakage from the fubuki shaft. New devices were delivered via contralateral femoral access. This time it was able to deliver devices to the hemorrhage site and hemorrhage was successfully treated. Fubuki was removed from the patient with a 0.035 stiff wire inserted insider of it. There were no adverse patient effects associated with this event.